Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller to remove and inspect cartridge, discard damaged cartridge, and clean and inspect pump connection area, then assisted with filling and loading new cartridges; however, error continued, so replacement pump was arranged.